Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell while connected to the pump and the touchscreen became shattered and no longer functional. Customer's blood glucose level was not impacted. Customer stated they will contact their health care professional to obtain back up insulin therapy.